Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved a transfer set, pur yellow with chemolock¿ port where the customer reported that when trastuzumab deruxtecan was to be infused at the day hospital, it did not pass through the set, preventing the administration of the medication. After that, the extension was taken back to the pharmacy to be exchanged for another one. There was patient involvement and delay in therapy; however, there was no patient harm or adverse event as result of this event.

Manufacturer narrative:
Received one used 011-cl4135, transfer set, pur yellow with chemolock¿ port connected to a spiros. No defects or irregularities were immediately apparent. Flow and leak testing revealed that there was an occlusion in the check valve, blocking flow through the set. Examination under uv light revealed errant solvent in the valve. The complaint of medication not passing through the set can be confirmed. The probable cause is errant solvent in the check valve, most likely resulting from an error during assembly in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.